Manufacturer narrative:
(B)(4). Based on a cine analysis of the incident, the images were consistent with the incident description and there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection of the coronary artery is listed in the xience prime, xience prime sv, and xience prime ll, ce, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid to distal right coronary artery (rca) with mild tortuosity and moderate calcification. Pre-dilatation was performed and a 2.25x28 rx xience prime stent was deployed in the distal rca. A 2.5x33 rx xience prime stent was deployed across the mid rca overlapping the previous stent. After which, a dissection was seen at the proximal edge of the 2.5x33 rx xience prime stent. Another 2.5x28 rx xience v stent was deployed across the osteo-proximal rca covering the dissection. Post dilatation was performed. A 2.75x23 rx xience prime stent was deployed across a lesion in the left circumflex and post dilatation was performed. There was no adverse patient sequelae and the patient is doing well. There was no reported clinically significant delay in the procedure. No additional information was provided.